Event description:
The pump was returned for investigation. Investigation revealed a faded display screen. Investigation also revealed a loss of prime with low non-zero force was revealed in the black box history. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a loss of prime with low non-zero force was revealed in the black box history. Investigation also revealed a faded display screen. A new display screen was inserted and the display illuminated to normal contrast. During testing, the rewind, load and prime steps were performed on the pump with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The force sensor was found to be within calibration. The pump was opened; no issues were noted with the force sensor or circuits. A low force was noted during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The reported "loss of prime" was found in history but not duplicated during testing.